Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient started having issues due to the ins flipping. The patient has had two revisions. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the ins flipping was that the suture did not stay in place. The issues that were due to the ins flipping were clarified to be that they were unable to recharge their ins. The patient had a revision surgery and the issue resolved. No further complications were anticipated as a result of this event.